Manufacturer narrative:
H10: seventeen lot numbers were provided, and the lot history reviews were performed. Of the 49 reported malfunctions, 14 devices were returned. Eight malfunctions unconfirmed self-activation, six malfunctions confirmed failure to fire (2610) and were inconclusive for self-activation as such, the trending code 2610 was added to six investigations to account for this. The device was not returned for thirty-five investigations, therefore, the thirty-five malfunctions are inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the devices. A root cause could not be determined. The devices were labeled for single use. H10: d4 (corporate lot number: redn2445, recn1634, redp2160, redq4101, recn2120, rebz1091, redu0923, reds3866, reds2666, rect1906, recp1252, recp0263, reby0302, rebz0346, unknown), g4 h11: b5 h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes forty-nine malfunctions. A review of the reported information indicated that model mc1820 biopsy instrument allegedly experienced self activation. This information was received from various sources. Of the 49 malfunctions, 1 did not involve a patient, and 48 involved patients with no reported patient injury. Twenty-one of the patients ranged from 24 to 64 years of age and 56 to 71 kgs. Of the reported patients, 25 were male and 1 was female. The age, weight and gender for the remaining patients was not provided.

Event description:
This report summarizes fifty one malfunctions. A review of the reported information indicated that model mc1820 biopsy instrument allegedly experienced self activation. This information was received from various sources. Of the 51 malfunctions, 11 did not involve patients, and 40 involved patients with no reported patient injury. Twenty-one of the patients ranged from 24 to 64 years of age and 56 to 71 kgs. Of the reported patients, 24 were male and 1 was female. The patient age, weight and gender for the remaining patients was not provided.

Manufacturer narrative:
H10: thirty seven lot numbers were provided, and the lot history reviews were performed. Of the 51 reported malfunctions, 16 devices were returned. Self-activation or keying was unconfirmed for 2 devices. Self-activation was identified for one device and not identified for 13 devices, however, failure to fire was identified for five of the devices. A root cause could not be determined. The devices were labeled for single use. H10: d4 (corporate lot number: redn2445, recn1634, redp2160, redq4101, recn2120, rebz1091, redu0923, reds3866, reds2666, rect0906, recp1252, recp0263, reby0302, rebz0346, recu1027, recn0762, unknown). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Of the forty nine malfunctions, 9 devices were returned for investigation. Eight devices are pending investigation, and for another malfunction, one device was returned and the investigation is unconfirmed for self activation as it could not be reproduced. Investigations for the remaining forty malfunctions are still underway. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use. (Redn2445, recn1634, redp2160, redq4101, recn2120, redu0923, reds3866, reds2666, rect0906, recp1252, recp0263, reby0302, rezj2010, rebz0346, reaq1745, recu1027, rebz1091, unknown).

Event description:
This report summarizes forty nine malfunctions. A review of the reported information indicated that model mc1820 biopsy instrument allegedly experienced self activation. This information was received from various sources. Of the 49 malfunctions, 9 did not involve patients, and 40 involved patients with no reported patient injury. The 29 patients ranged from 24 to 64 years of age and 56 to 71 kgs. Of the reported patients, 24 were male and 1 was female. The rest of the patient information was not provided.